Manufacturer narrative:
It was confirmed that personnel of the MFR was aware of this event a few days after its occurrence. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00751. The pt was implanted with two scs systems. The first on (B)(6) 2007 and the second on (B)(6) 2008. It was reported that both ipgs were replaced with devices from a competing MFR. The pt's existing leads were connected to the new ipgs. The explanted devices were discarded by the medical facility. No further info is available.